Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported administration of IV insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed rising glucose levels followed by repeated cgm errors and eventual loss of cgm signal, after which the ilet entered bg-run mode and later suspended insulin delivery due to lack of glucose input. The pattern of rising glucose despite insulin delivery prior to cgm loss is consistent with ineffective insulin delivery, likely due to an infusion site or fluid pathway issue. Based on available information, the event was attributed to a suspected infusion set¿related issue rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6)2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose reported as high as over 600 mg/dl, resulting in hospitalization. The user was treated with IV insulin and discharged on (B)(6) 2026. The user recovered and ilet therapy was resumed.